Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: defective passive safety shield exposure of needle. Patient injury: no.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. Through visual examination of the photo, the safety clip was withdrawn but stopped at the mid-section of the cannula. Evidence of blood was observed at the cannula hub chamber. The actual condition of the complaint sample such as cannula surface condition, clip hole condition, catheter hub condition, and any other damages could not be identified from the photo received. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation of the photo, the reported issue was observed, and the complaint is confirmed. An approved project is in place to further address issues with clip failure to engage. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.